Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. One (1) unknown abutment (crown) was not returned for investigation. DHR, sterilization, and complaint history review could not be performed, as the subject's lot number associated with the unknown abutment (crown) was not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause(s) determined from the investigation was the abutment not seated properly, improper screw placement. Therefore, based on the available information, device malfunction was not established. The unknown abutment (crown) was not returned. The reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : no item/lot, product not returned

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-00741. Zimmer biomet complaint number: (B)(4). PMA/510(k) number not available. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an abutment at tooth site #3 became loose.